Event description:
It was reported that during a normal device change-out procedure, when the device was pulled from the pocket, the terminal pin was separated from the terminal boot and the insulation became extended, exposing the lead. This right ventricular (rv) lead was abandoned surgically and new lead was successfully placed. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.